Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted after which time he went into retention. On cystoscopy it was apparent the cuff had eroded through the urethra. The patient's aus was explanted. It was reported there were no complications at this time. Boston scientific has been unable to obtain additional information regarding the circumstances.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted after which time he went into retention. On cystoscopy it was apparent the cuff had eroded through the urethra. The patient's aus was explanted. It was reported there were no complications at this time.